Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed and stated that the toothbrush head came apart and a tiny metal pin that was inside the brush head fell out of his/her mouth. No injury was reported.